Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized for hyperglycemia on (B)(6) 2026. While wearing the pod for an unspecified time frame. The patient¿s blood glucose levels reached 500 mg/dl during consumption of soda and chocolate. The patient indicated that this event was believed to be related to device settings. Reported symptoms included vomiting, diarrhea, dizziness, a sensation of ¿heart racing,¿ and anxiety. The patient further stated that healthcare professionals identified the presence of ketones. Treatment included administration of intravenous (IV) fluids, and the patient was discharged on (B)(6) 2026.